Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system - non-dehp solution set leaked. The end of the tubing "appeared jammed or stuck". The event occurred during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the set was filled with saline. H10: the device was received for evaluation. During visual inspection the third y site was observed crushed and cracked. The device underwent functional testing including pressure and clear passage; and a leak was noted. The reported condition was verified. The cause of the condition was due to loading at the packaging machine during manufacturing of this product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.